Event description:
It has been reported to philips that the allura host pc did not boot up. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not starting up automatically after the device was switched on. Fse updated the bios setting of host pc. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.